Event description:
A pt with peripheral vascular disease with crest syndrome and scleroderma had previous left above knee fem-pop graft and right fem-tibial bypass. In 1999, pt had an impra flex thinwall small bead carboflo graft implanted from left fem/pop graft site to the tibial/peroneal artery. A vein cuff was used. On 6/29/99, pt presented with an occluded graft. On 9/19/99, a left leg amputation was performed as the leg was non-reconstructable. This was reported as an adverse pt event and not a complaint.